Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("severe persistent pelvic pain/pain pelvic") in a 34 year-old female patient who had essure inserted (lot no. A36522) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of delivery in 2011 and tonsillitis nos, anguish (not recovered prior to essure), depression (not recovered prior to essure), dermatitis mycoid, obesity, gerd, allergic rhinitis, antihistamine therapy, throat irritation, ovarian cyst and leg pain. Previously administered products included: lexapro, zoloft, clotrimazole, multivitamin [vitamins nos], fluticasone propionate, ethinylestradiol, levonorgestrel, klonopin, clindamycin phosphate, omeprazole and valtrex. Concurrent conditions were listed as seasonal allergy, latex allergy and sinusitis. Concomitant products included depo provera (medroxyprogesterone acetate), clindamycin, valtrex (valaciclovir hydrochloride), vitamin d [vitamin d nos], loratadine, amoxicillin, ibuprofen, omeprazole, hydroxyzine and lexapro (escitalopram oxalate). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the day of essure insertion, she experienced pelvic pain (seriousness criteria medically important and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping) "). In 2012 she experienced depression ("depression/psychological or psychiatric condition: depression and anxiety") and anxiety ("mental anguish/psychological or psychiatric condition: mental anguish"). In (B)(6) 2013 she experienced heavy menstrual bleeding ("menstrual hemorrhaging"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines") and headache ("headaches"). Essure was removed on (B)(6) 2022. An unknown time later she experienced dermatitis allergic ("allergic skin reactions"), palpitations ("severe heart palpitation"), chest pain ("chest pain"), paranoia ("paranoid on my periods"), menstrual disorder ("unusual period") and genital haemorrhage ("unusual bleeding"). The patient was treated with acetaminophen (paracetamol), clonazepam and sertraline as well as surgery (bilateral salpingectomy). At the time of the report, the outcomes for pelvic pain, heavy menstrual bleeding, dermatitis allergic, vaginal haemorrhage, dysmenorrhoea, migraine, headache, depression, anxiety, paranoia, menstrual disorder and genital haemorrhage were unknown. The reporter considered anxiety, chest pain, depression, dermatitis allergic, dysmenorrhoea, genital haemorrhage, headache, heavy menstrual bleeding, menstrual disorder, migraine, palpitations, paranoia, pelvic pain and vaginal haemorrhage to be related to essure administration. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2012, (B)(6) 2012, (B)(6) 2013 & (B)(6) 2015, (B)(6) 2012. She was currently planning for essure removal and anticipated or scheduled date: (B)(6) 2018. Right tube: 2 coils left tube: 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: results: successful bilateral uterine tubal occlusions. [Pregnancy test urine] on (B)(6) 2012: negative. Lot number: a36522. Manufacture date: 2012-08. Expiration date: 2015-08. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-nov-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe persistent pelvic pain/pain pelvic') in a 34-year-old female patient who had essure (batch no. A36522) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included leg pain, ovarian cyst, throat irritation, antihistamine therapy, allergic rhinitis, gerd, obesity, dermatitis mycoid, depression (not recovered prior to essure), anguish (not recovered prior to essure) and tonsillitis nos. Previously administered products included for an unreported indication: klonopin, clindamycin phosphate, omeprazole, valtrex, clotrimazole, zoloft, fluticasone propionate, ethinylestradiol, levonorgestrel, lexapro and multivitamin. Concurrent conditions included sinusitis. Concomitant products included amoxicillin, clindamycin, escitalopram oxalate (lexapro), hydroxyzine, ibuprofen, loratadine, omeprazole, valaciclovir hydrochloride (valtrex) and vitamin d nos (vitamin d). In 2012, the patient experienced depression ("depression/psychological or psychiatric condition: depression and anxiety") and anxiety ("mental anguish/psychological or psychiatric condition: mental anguish"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced menorrhagia ("menstrual hemorrhaging"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced dermatitis allergic ("allergic skin reactions"), palpitations ("severe heart palpitation"), chest pain ("chest pain") and paranoia ("paranoid on my periods"). The patient was treated with clonazepam, paracetamol (acetaminophen), sertraline and surgery (essure removal anticipated or scheduled date: (B)(6) 2018). Essure treatment was not changed. At the time of the report, the pelvic pain, menorrhagia, dermatitis allergic, vaginal haemorrhage, dysmenorrhoea, migraine, headache, depression, anxiety and paranoia outcome was unknown. The reporter considered anxiety, chest pain, depression, dermatitis allergic, dysmenorrhoea, headache, menorrhagia, migraine, palpitations, paranoia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discripancy noted in essure insertion date: (B)(6) 2012, (B)(6) 2012, (B)(6) 2013 & (B)(6) 2015. She was currently planning for essure removal and anticipated or scheduled date: (B)(6) 2018. Right tube: 2 coils. Left tube: 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: successful bilateral uterine tubal occlusions. Pregnancy test urine - on (B)(6) 2012: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("severe persistent pelvic pain/pain pelvic") in a 34 year-old female patient who had essure inserted (lot no. A36522) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of delivery in 2011 and tonsillitis nos, anguish (not recovered prior to essure), depression (not recovered prior to essure), dermatitis mycoid, obesity, gerd, allergic rhinitis, antihistamine therapy, throat irritation, ovarian cyst and leg pain. Previously administered products included: lexapro, zoloft, clotrimazole, multivitamin [vitamins nos], fluticasone propionate, ethinylestradiol, levonorgestrel, klonopin, clindamycin phosphate, omeprazole and valtrex. Concurrent conditions were listed as seasonal allergy, latex allergy and sinusitis. Concomitant products included depo provera (medroxyprogesterone acetate), clindamycin, valtrex (valaciclovir hydrochloride), vitamin d [vitamin d nos], loratadine, amoxicillin, ibuprofen, omeprazole, hydroxyzine and lexapro (escitalopram oxalate). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the day of essure insertion, she experienced pelvic pain (seriousness criteria medically important and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping) "). In 2012 she experienced depression ("depression/psychological or psychiatric condition: depression and anxiety") and anxiety ("mental anguish/psychological or psychiatric condition: mental anguish"). In (B)(6) 2013 she experienced heavy menstrual bleeding ("menstrual hemorrhaging"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines") and headache ("headaches"). Essure was removed on (B)(6) 2022. An unknown time later she experienced dermatitis allergic ("allergic skin reactions"), palpitations ("severe heart palpitation"), chest pain ("chest pain"), paranoia ("paranoid on my periods"), menstrual disorder ("unusual period") and genital haemorrhage ("unusual bleeding"). The patient was treated with acetaminophen (paracetamol), clonazepam and sertraline as well as surgery (bilateral salpingectomy). At the time of the report, the outcomes for pelvic pain, heavy menstrual bleeding, dermatitis allergic, vaginal haemorrhage, dysmenorrhoea, migraine, headache, depression, anxiety, paranoia, menstrual disorder and genital haemorrhage were unknown. The reporter considered anxiety, chest pain, depression, dermatitis allergic, dysmenorrhoea, genital haemorrhage, headache, heavy menstrual bleeding, menstrual disorder, migraine, palpitations, paranoia, pelvic pain and vaginal haemorrhage to be related to essure administration. The reporter commented: discripancy noted in essure insertion date: (B)(6) 2012, (B)(6) 2012, (B)(6) 2013, (B)(6) 2015 and (B)(6) 2012. She was currently planning for essure removal and anticipated or scheduled date: (B)(6) 2018. Right tube: 2 coils. Left tube: 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: results: successful bilateral uterine tubal occlusions. [Pregnancy test urine] on (B)(6) 2012: negative. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 01-nov-2022: pfs received. Reporter added. Essure removal date updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe persistent pelvic pain/pain pelvic') in a (B)(6) year old female patient who had essure (batch no. A36522) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included leg pain, ovarian cyst, throat irritation, antihistamine therapy, allergic rhinitis, gerd, obesity, dermatitis mycoid, depression (not recovered prior to essure), anguish (not recovered prior to essure) and tonsillitis nos. Previously administered products included for an unreported indication: klonopin, clindamycin phosphate, omeprazole, valtrex, clotrimazole, zoloft, fluticasone propionate, ethinylestradiol, levonorgestrel, lexapro and multivitamin. Concurrent conditions included sinusitis. Concomitant products included amoxicillin, clindamycin, escitalopram oxalate (lexapro), hydroxyzine, ibuprofen, loratadine, omeprazole, valaciclovir hydrochloride (valtrex) and vitamin d nos (vitamin d). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced depression ("depression/psychological or psychiatric condition: depression and anxiety") and anxiety ("mental anguish/psychological or psychiatric condition: mental anguish"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced menorrhagia ("menstrual hemorrhaging"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced dermatitis allergic ("allergic skin reactions"), palpitations ("severe heart palpitation"), chest pain ("chest pain") and paranoia ("paranoid on my periods"). The patient was treated with clonazepam, paracetamol (acetaminophen), sertraline and surgery (essure removal anticipated or scheduled date: (B)(6) 2018). Essure treatment was not changed. At the time of the report, the pelvic pain, menorrhagia, dermatitis allergic, vaginal haemorrhage, dysmenorrhoea, migraine, headache, depression, anxiety and paranoia outcome was unknown. The reporter considered anxiety, chest pain, depression, dermatitis allergic, dysmenorrhoea, headache, menorrhagia, migraine, palpitations, paranoia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2012, (B)(6) 2012, (B)(6) 2013 & (B)(6) 2015. She was currently planning for essure removal and anticipated or scheduled date: (B)(6) 2018. Right tube: 2 coils. Left tube: 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: results: successful bilateral uterine tubal occlusions. Pregnancy test urine on (B)(6) 2012: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: new events severe heart palpitation, chest pain were added. On 23-mar-2020: new event paranoid on my periods was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe persistent pelvic pain/pain pelvic') in a 34-year-old female patient who had essure (batch no: a36522) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included leg pain, ovarian cyst, throat irritation, antihistamine therapy, allergic rhinitis, gerd, obesity, dermatitis mycoid, depression (not recovered prior to essure), anguish (not recovered prior to essure) and tonsillitis nos. Previously administered products included for an unreported indication: klonopin, clindamycin phosphate, omeprazole, valtrex, clotrimazole, zoloft, fluticasone propionate, ethinylestradiol, levonorgestrel, lexapro and multivitamin. Concurrent conditions included sinusitis. Concomitant products included amoxicillin, clindamycin, escitalopram oxalate (lexapro), hydroxyzine, ibuprofen, loratadine, omeprazole, valaciclovir hydrochloride (valtrex) and vitamin d nos (vitamin d). In 2012, the patient experienced depression ("depression/psychological or psychiatric condition: depression and anxiety") and anxiety ("mental anguish/psychological or psychiatric condition: mental anguish"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping) "). On (B)(6) 2013, the patient experienced menorrhagia ("menstrual hemorrhaging"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced dermatitis allergic ("allergic skin reactions"), palpitations ("severe heart palpitation"), chest pain ("chest pain"), paranoia ("paranoid on my periods"), menstrual disorder ("unusual period") and genital haemorrhage ("unusual bleeding"). The patient was treated with clonazepam, paracetamol (acetaminophen), sertraline and surgery (essure removal anticipated or scheduled date: on (B)(6) 2018). Essure treatment was not changed. At the time of the report, the pelvic pain, menorrhagia, dermatitis allergic, vaginal haemorrhage, dysmenorrhoea, migraine, headache, depression, anxiety, paranoia, menstrual disorder and genital haemorrhage outcome was unknown. The reporter considered anxiety, chest pain, depression, dermatitis allergic, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, palpitations, paranoia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date: on (B)(6) 2012, on (B)(6) 2013 & on (B)(6) 2015. She was currently planning for essure removal and anticipated or scheduled date: on (B)(6) 2018. Right tube: 2 coils. Left tube: 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013: results: successful bilateral uterine tubal occlusions. Pregnancy test urine: on (B)(6) 2012: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: pif received: events "unusual period, unusual bleeding" added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.